Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad required hard presses in order for it to respond. It was noted that the issue was getting worse over time. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the down arrow and ok keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that all of the keypad buttons were intermittently responsive. The down arrow button contact was found to be inverted. There was evidence of contamination found under the key contacts.